Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm the quantity of involved devices during this single procedure? 4 sutures. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify for each involved device. Intra-op were there any patient consequences? None. Was the procedure completed successfully? How? Procedure was completed by changing the suture to monocryl 3. Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. --> stocks were returned thru procurement division. Note: event reported in 2210968-2021-10343, 2210968-2021-10345, and 2210968-2021-10346.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of involved devices during this single procedure? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify for each involved device. Were there any patient consequences? Was the procedure completed successfully? How? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a caesarian section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.